Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument was difficult to remove from the application site. The surgeon manually manipulated the device free. The hosp has reported that no pt injury occurred.